Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check and alarmed for communication error. Our field service engineer (fse) investigated the ventilator on site. A leakage was detected which damaged the air gas module and the pressure transducers. The control cable was found damaged together with the printed circuit board dc/dc & standard connectors. The fse solved the failures by replacing the control cable, the air gas module, the printed circuit boards dc/dc & standard connectors and the pressure transducer. No logs were provided and the replaced parts were not returned for investigation, therefore the root cause for the reported problem could not be determined.